Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Destructive analysis found the inner insulation was damaged consistent with procedural damage. Visual, x-ray and electrical testing did not find any anomalies except for procedural damage.